Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration]. The error e226 is an error that occurs when a communication failure occurs between the subject device and the video processor. It was presumed that the error e226 was caused by the ccd unit failure of the subject device. The ccd unit failure could not be surmised. The investigation results were as follows; -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -it was duplicated the reported phenomenon at the inspection of olympus korea. -when it was checked the repair history of the subject device, the cable unit was broken and repaired in the past. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e226 which indicates there was the communication problem between the subject device and the video processor was displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was duplicated the reported phenomenon and found the broken ccd unit of the subject device which caused the error e226. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.